Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. *the following sections have corrected information: type of reportable event: serious injury.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 15mm humeral stem (300-01-15, (B)(4)); 0 adapter plate (320-10-00; 320-10-00); glenoid plate (320-15-01; (B)(4)); locking screw (320-15-05; (B)(4)); torque defining screw kit (320-20-00; (B)(4)); 26mm screw (320-20-26; (B)(4)); 34mm screw (320-20-34; (B)(4)); 34mm screw (320-20-34; (B)(4)); 38mm +0 humeral liner (320-38-00; (B)(4)).

Event description:
As reported, approximately 2 years postoperative of initial right tsa, this (B)(6) y/o male patient presented with a sore inflamed right shoulder. Surgeon cultured and infection was discovered. Surgeon decided to do a one stage revision on patient - removing all implants and placing a big ball hemi. Patient is expected to do well and left the or stable. Explants are not being released by hospital so will not be returned.